Event description:
(B)(6) doctor called to report his patient received a blood glucose reading of 233mg/dl on the contour next link meter and gave himself a correction bolus of insulin. He began driving and ultimately had an accident. When the paramedics arrived they performed a blood test on him and the reading was 36mg/dl. The customer was taken to the hospital where he was given glucose. The test strips not expected to be returned for evaluation.

Manufacturer narrative:
The model# was not provided. In some countries outside the u.s, customer information is not provided due to privacy laws.